Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified one extended opening, red particles was found on the gel and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified opening crease sharp, stress marks and wear abrasion. Based on the device analysis, the final assessment is one opening crease sharp in the side radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.